Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
The surgeon reported to sales rep who was observing the procedure, that when he wanted to assemble the nail to the tibia target device, he could not fully tighten the nail holding screw. He further reported that he noticed that de nail holding screw (B) (4) was blocked in the nail handle (B) (4). He also reported that he was able to get the nail off the nail holding screw. He stated that on the other hand he was not able to get the nail holding screw out of the nail handle. He also stated that while trying to get the nail holding screw out of the nail handle, the nail holding screw was damaged at the end. The surgeon inserted the nail (that was not damaged during the previous procedure) with a target device of the t2.